Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 525 (mg/dl) from (B)(6) 2016. Customer changed pump supplies on (B)(6) 2016. Customer did not indicate how bg levels were treated.